Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that nothing led to the issue of them not being able to connect to their ins with their programmer. They put new batteries into their controller and it still wouldn't turn on the ins. They had an appointment on (B)(6) 2018 to meet with their healthcare provider. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that patient was not able to connect to her ins with her programmer since (B)(6) 2018. Patient stated she felt stimulation last on thursday (B)(6) 2018. Patient was redirected to follow up with health care professional (hcp). Patient said she has not seen the health care professional (hcp) for 5 years. No further patient symptoms or complications were reported in this event.